Event description:
It was reported that the patient will be undergoing a revision for his fourth penile prosthesis in (B)(6) 2021. The patient has opted for a non-bsc prosthesis in his next surgery, as he believes it will have better durability and strength. The patient indicated that his previous prosthesis have failed in durability and strength over time and the cylinders bulged.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient will be undergoing a revision for his fourth penile prosthesis on (B)(6) 2021. The patient has opted for a non-bsc prosthesis in his next surgery, as he believes it will have better durability and strength. The patient indicated that his previous prosthesis have failed in durability and strength over time and the cylinders bulged. A replacement surgery was performed and an aneurysm in cylinder was confirmed, air was observed in the system and the pump bulb stayed flat.